Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, there were replace battery alarms with no low battery warnings preceding. Additionally, the reporter noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: a review of the black box indicated ¿replace battery¿ alarms with a sub-code indicating a post-delivery motor power supply fault occurred on (B)(6) 2016. Investigation revealed that the battery compartment was cracked at the case seal, however the battery cap was able to secure and maintained electrical connection. There was evidence of moisture corrosion in the display screen. Leak testing revealed a battery compartment leak. Ez-prime steps were successfully performed. All current draws were found to be above specifications. Short battery life was duplicated on investigation. The pump cover was removed and additional moisture corrosion was found on the display screen, the printed circuit board, and the continuous glucose monitor module. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. (B)(4).